Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification. Found no bent sensor cannula. Unable to confirm if customer received sensor with damage. Customer returned the sensor opened and used.

Event description:
It was reported that the insulin pump was not communicating with the transmitter, and the customer received alarms regarding a lost sensor. The blood glucose reading was 96 mg/dl. The customer reported that she removed the sensor due to multiple lost sensor alarms, and she found that there was no cannula. The customer thinks the fracture occured when pulling the needle out during insertion. She confirmed that the introducer needle was hard to remove. It is unknown whether the cannula was still in the skin upon removal of the sensor. Nothing further reported.